Event description:
In 2007, this pt was treated emergently for an abdominal aortic aneurysm with a gore excluder aaa endoprosthesis trunk ipsilateral leg component and three contralateral leg components. In 2008, a follow up CT scan revealed an unspecified endoleak. A distal type I endoleak around the left limb was made evident on angiogram five days later. At an unknown date, a reintervention was performed to implant a fourth contralateral leg component to extend the device to the left hypogastric artery. The final angiogram revealed complete exclusion of the abdominal aortic aneurysm with no endoleak.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.